Manufacturer narrative:
No product returning for evaluation. Show new relevant information become available, a supplemental form will be submitted. T: slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer experienced elevated blood glucose levels (+500 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer was using apidra insulin, and reportedly will be switching to humalog.